Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number: 0012879456 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 25 inches from the tip. Visual inspection of the handle area was performed. The inspection identified the handle shells were not fully locked together. The native dilator was not returned. Unable to test due to the sheath receiving condition. In conclusion, the reported issue (dilator disconnection) could not be reproduced. The returned dilator was damaged and was unable to be tested. The sheath failed return inspection due to a shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a sheath/dilator locking mechanism issue occured. The dilator clipped in the valve and popped out of the valve; the locking clip was not keeping the dilator connected. The sheath was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.